Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (Weight): the patient weight was described as normal. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of the right common femoral artery (rcfa) after an interventional procedure, following myocardial infarction. Vessel closure was performed uneventfully. Standard manual compression had been applied additionally as a precautionary measure for 10 minutes. The patient was taken to his room and his blood pressure dropped from 160 to 40. The patient was rushed to surgery and an angiogram performed showed a retroperitoneal bleed (rpb). It was observed that a single wall stick had been done during vessel closure in the rcfa, however the clip was not located in the artery, but in tissue. Six units of blood were administered and the clip was surgically removed. This resulted in additional hospital stay. There was no adverse patient sequela. No additional information was provided.